Event description:
During an ercp procedure that occurred in mid march of 2006, the physician used a cook endoscopy geenen pancreatic stent set to place a geenen pancreatic stent. The stent was successfully placed. Over 3 months after the initial stent placement, a second ercp procedure was conducted. The physician attempted to remove the stent. The patient's condition was described as having intermittent exacerbation of chronic pancreatitis with a marked edema in the doudenum near the vicinity of the vater's papilla. The edema made it difficult for the physician to adequately grasp the stent with forceps and visualization was impaired. The physician then attempted removal of the stent with a snare. Resistance was encountered and the stent severed and a small portion was retrieved with the snare. The remaining portion of the stent was barely visible within the duct and could not be retrieved with forceps or a snare. A second geenen pancreatic stent was placed to maintain drainage and the procedure was completed for the day. On the following day, a third endoscopic procedure confirmed that the tip of the broken stent remaining in the patient was now visible to some degree. The physician attempted to retrieve the remaining portion of the broken stent, but edema in the duodenum prohibited removal. The procedure was completed for the day. About four days later, a fourth procedure was successfully conducted to remove the remaining portion of the broken stent from the patient. The remainder of the stent was successfully retrieved with a snare. The patient was given medications for pain and antibiotics. About 6 days later, the patient was discharged from the hospital.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of a broken stent. Approximately 1cm of the stent has separated and was included in the return. Both sections of the stent were measured together and met the appropriate specifications for this stent. No portion of the stent was missing. The area of the break is not even, but appears torn. The appearance of the severed area suggests the attempt to retrieve the stent was difficult and additional pressure had been applied. The stent is discolored and appears mostly black, likely from bodily fluids in the bile duct. No other discrepancies with the stent were observed during our evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the complaint history for pancreatic stent family was conducted. This incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: additional information provided with the report indicated the stent had been in place longer than the 3 months. The instructions for use for this product line cautions that the cook endoscopy pancreatic stent should not be left indwelling for more than 3 months or as directed by the physician. The patient had chronic pancreatitis with marked edema in the duodenum in the area of the vater's papilla. The edema rendered it difficult for the physician to securely grasp the stent with forceps. Visualization of one of the two flaps on one end of the stent was prevented. However, the physician continued the retrieval attempt with a snare. Resistance was encountered, which resulted in breakage of the stent into two pieces. The smaller portion was retrieved. The patient's condition likely contributed to the breakage of the stent. If resistance is met during the removal attempt of the stent and excessive pressure is applied to the stent in an attempt to forcefully remove it, breakage of the stent, as observed, can occur. Additional information was requested regarding any visible kinks, bends or breaks noticed in the device prior to use, but was unable to be rovided by the reporter. The instructions for use for this product line advises the user to visually inspect with particular attention to kinks, bends or breaks upon removing the stent and its components from the package. The user is instructed not to use the stent if an abnormality is detected that would prohibit proper working conditions. The appearance of the severed area of the stent suggests the attempt to retrieve the stent was difficult and additional pressure had been applied. Excessive pressure on the stent is a likely contributor to stent breakage. Additional information was requested regarding the conditions in which this device was stored prior to use at the user facility, but was unable to be provided. The instructions for use for this product line notes that this device must be stored in a dry location, away from temperature extremes. If the device is stored in temperature extremes, this could adversely affect the stent. Corrective actions: no corrective action warranted at this time because this occurrence is most likely related to patient condition and product handling by the user. The information provided indicated the stent was left indwelling longer than 3 months and the patient condition resulted in difficult stent removal. The length of time the stent was in place is in contradiction with the recommendations listed in the instructions for use. Prior to distribution, all geenen pancreatic stent sets are subjected to a visual examination to verify device integrity.